Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4, h4. A review of the receiving inspection (ri) for poly screw driver shft x20 was conducted identifying that lot number pc4572228 was released in one batch. Batch 1: lot qty of (B)(4) units were released on 30 apr 2019 with no discrepancies. Supplier: (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on january 3, upon routine inspection deficiencies were noted with both symphony screw drivers and drill guides: 2x screw driver shafts difficult to insert and then freezing inside driver retention sleeve in spite of numerous cleaning and lubrication. 2x symphony drill guide adjustables difficult to insert and then locking up inside the guide body in spite of numerous cleaning and lubrication. There were no patient outcomes/consequences. There were no patient involvement. This complaint involves four (4) devices. This report is for one (1) poly screw driver shft x20. This is report 1 of 4 for complaintit was reported that on january 3, upon routine inspection deficiencies were noted with both symphony screw drivers and drill guides: 2x screw driver shafts difficult to insert and then freezing inside driver retention sleeve in spite of numerous cleaning and lubrication. 2x symphony drill guide adjustables difficult to insert and then locking up inside the guide body in spite of numerous cleaning and lubrication. There were no patient outcomes/consequences. There were no patient involvement. This complaint involves four (4) devices. This report is for one (1) poly screw driver shft x20. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: additional pro-code: olo. Initial reporter occupation: reporter is a j&j sales representative. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.